Event description:
It was reported, that the rigid video scope had no image. And image interferences. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the charge-coupled device (ccd) was broken and the outer tube had a dent and scratches. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the charge-coupled device was broken and therefore stripes in the image occurred and the image was not displayed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.